Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus. Reportedly, the customer was using apidra insulin. During the system check with tandem technical support, it was determined that the infusion set site should be changed. The customer indicated that the site would be changed.